Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a short in the insulation of the trunk cable. The root cause for the short was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the patient was receiving arrhythmia alarms.